Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in peritonitis coincident with automated peritoneal dialysis therapy. The breach in aseptic technique was further described as the patient had a touch contamination. Peritonitis was manifested by cloudy effluent and abdominal pain. Two days after onset, the patient was hospitalized for the peritonitis event. Beginning on the date of onset, the patient was treated with cefazolin one gram daily for three weeks intraperitoneally for the peritonitis event. At the time of this report, treatment with cefazolin was ongoing. Dianeal therapies were ongoing. After two days of hospitalization, the patient was discharged. The patient was recovering from the peritonitis event. On the day of onset, one day after onset, one day after hospital discharge, and two days after hospital discharge; the patient was retrained on the proper aseptic technique. No additional information is available.

Manufacturer narrative:
(B)(4). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.